Manufacturer narrative:
Manufacturer's investigation conclusion: the report of inability to change speed from the system monitor was confirmed through the analysis of the returned system monitor (serial number (B)(6). The returned monitor was evaluated and tested by the service depot. The reported issue was verified. Troubleshooting of the unit found that the touchscreen was not responding to touch. Recalibrating the touchscreen resolved the issue. Full functional checkout was performed per the heartmate system monitor service process and the unit passed all tests. The serviced and tested unit was returned to the customer site. The root cause of the reported event could not be conclusively determined. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev b p.18 - setting up the system monitor for use with the power module). Heartmate ii power module instructions for use revision b states if the system monitor does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the nurse tried to change the speed of a patient and was unable to do so on the system monitor. The patient was switched to a new system monitor and the speed was changed.